Event description:
A customer reported a temperature alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm, leading technical support to arrange for a pump replacement. The customer was informed they would receive a new pump with updated software and instructions on returning the faulty pump. Customer reverted to an alternative method of insulin therapy.